Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: on (B)(6) 2022 at 20:20 the unit was involved with an irregular event in the emergency room. While a patient was connected to the unit, the unit entered to a stand by mode. They changed the unit for the patient. Patient was not harmed.